Event description:
A medtronic representative reported that during a case one of the navigus screw heads stripped while being inserted. The surgeon was not using excessive force and was using the navigus driver when this happened. The surgeon was able to remove the screw with the stripped head and the case proceeded without further issue. No impact on the patient's outcome reported.

Manufacturer narrative:
The navigus external biopsy guide will not be returned or evaluated as it was used in a case.